Manufacturer narrative:
Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The recommended instructions for installation of the lb83 light handle cover product is documented within the applicable steris surgical lighting system's operator manual. The relevant operator manual is provided with every steris surgical lighting system sold. The device history record for the subject lot was reviewed and confirmed the lot was manufactured according to specifications, no abnormalities were noted. The device subject of the reported event was not returned for evaluation. A complaint review confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The distributer reported that their lb83 light handle cover fell into the sterile field during a patient procedure. No report of injury.